Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The registered nurse (rn) stated that the during the hypoglycemic event, the transmitter was torn off the patient. It is unknown how the transmitter was torn off. There was no additional event or patient information provided during the time of contact. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.